Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/07/2024, it was reported by a sales representative via e-mail that an ar-4551 meniscal root repair kits implant prematurely bunched up. This occurred during a meniscal root procedure on (B)(6) 2024 when passing the suture lock through the tibia the implant prematurely bunched up. When they tried to pass it the implant ripped in half. They bailed to older medical root product.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-4551 serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to damage to the device. Visual inspection found that the received device suture system was broken. The loop was broken off and the suture were frayed. It was noted the suture loop tails were bunched up. The observed condition is likely due to misuse due to user error due to excessive force tensioning the sutures.